Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis found no anomalies. However, a set screw was missing.

Event description:
It was reported that during an implant attempt the physician attempted to screw the set screw for the right ventricular (rv) port and it would not tighten. The device was not used and was replaced. No patient complications have been reported as a result of this event.